Event description:
The pt reportedly was experiencing poor sound quality and intermittencies, and the pt reportedly discontinued wearing the external equipments. External equipment was exchanged; however, this did not resolve the issue. Testing of the pt's device showed some abnormal results. Surgery to explant the pt's device is under consideration.